Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-apr-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a return of symptoms after sustaining a fall; the patient eventually turned the device off. It was noted that the event resulted in an unscheduled clinic or office visit and was related to the device or therapy, not related to the implant procedure, and due to damage to the lead by the fall. Diagnostics performed included an examination on (B)(6) 2017, which yielded normal results, an examination on (B)(6) 2017, which yield normal results, and surgical observation on (B)(6) 2017, which found an impedance over 4000. Interventions taken included explanting and replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va0j956, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). A partial event date of (B)(6) 2017 was reported.

Manufacturer narrative:
Product ID 3889-28, lot# va0j956, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).